Event description:
Reporting status: serious injury/surgical intervention. Reporting rationale: guide wire separation requiring surgical intervention to prevent permanent impairment or injury. Device issue: guide wire separation. It was reported that bmw guide wire was not able to be removed from the pt's anatomy, as there was a strong resistance between the vessel wall and the previously deployed stents. The guide wire tip separated when an attempt was made to remove the trapped guide wire. Since, the separated guide wire was unable to be removed; the pt was sent to surgery. The separated portion of the guide wire was successfully removed during surgery. No additional event or pt info is available.

Manufacturer narrative:
Results and conclusion summation- per the japan IFU, "do not jail the guide wire between the stent and the vessel wall while placing the stent in a bifurcation area when multiple guide wires are used. [It may become impossible to withdraw the guide wire. If strong force is applied to the guide wire, it may result in damage or separation.]" The IFU also warns, "never push, auger, withdraw or torque a product that meets resistance." And failure to do so may result in; vessel trauma, damage or tip separation, and also damage. In case of guide wire separation if it remains in the body, it may need to be extracted with a snare device or by a major surgical procedure." The root cause is likely to be the result of procedure circumstances.